Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and form 4 conforming clips, one pear shaped and 2 more conforming clips. Finally the device locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the pear shaped clip. The device opened and closed as intended during functional testing. No conclusion could be reached as to what or how the feedbar became damaged. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the initial firing, a clip was fired and formed but the jaws would not open. The clip applier was closed on the vessel and had to be pried open to remove it. A competitive device was used to finish the case. There were no patient consequences reported.